Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the user interface and system controller pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. After further evaluation of the two removed pcb assemblies in the failure analysis center, it was determined that the system controller pcb assembly was the cause; however, further component cause could not be conclusively determined.

Event description:
It was reported that the customer's device would not complete the boot up cycle. Without the device to complete the boot up cycle, the device would not have the ability to deliver defibrillation therapy to a patient, if needed. There was no patient use associated with the reported failure.